Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d10 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed in a de novo lesion in the anterior descending artery with moderate calcification and moderate tortuosity. The hi-torque (ht) balance middleweight (bmw) guidewire got caught inside the dragonfly opstar imaging catheter and tip of the catheter was noted to have a hole after removal as a single unit. Another ht bmw and dragonfly opstar were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the dragonfly opstar catheter resulted in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction- d9 - device available for evaluation updated from yes to no.